Manufacturer narrative:
Result: the benchmark delivery catheter (benchmark dc) was ovalized approximately 4.5 cm from the distal tip. Conclusion: evaluation of the returned device confirmed the complaint. The distal tip of the benchmark dc was ovalized. This type of damage typically occurs due to improper handling during use. If the device is pinched during insertion, it is likely that damage will occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the benchmark dc was advanced high up the vertebral artery and was placed over a benchmark select catheter. While advancing another manufacturer's microcatheters through the benchmark dc, the physician had difficulty advancing the first microcatheter and noticed that there was a kink near the distal end of the benchmark dc; however, the physician was still able to advance both microcatheters through the benchmark without any issues. The procedure was completed using the same benchmark dc. Upon removal of the benchmark dc from the patient, the physician noticed a substantial kink on it. There was no report of an adverse effect to the patient.